Event description:
It was reported that, "the device was activated during a surgical procedure and then it would not de-activate. There was no patient or staff injury reported."

Manufacturer narrative:
The device has been received and is being decontaminated. A qa engineer will evaluate the device and supply me with his report. When I have received the report, I will file a supplemental report.